Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device. The returned nail (04.037.264s, 9890877) is part of the tfna system and used for intramedullary fixation of proximal femoral fractures (dsus/trm/0614/0109 and dsus/trm/0815/0682). The lock prong (04.037.912.2) from the returned nail was received with its tang broken off, which confirmed the complaint condition and made its replication inapplicable. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned nail was manufactured on 08sep15 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The tang fragment which was broken off was not returned, but considering the condition of the returned prong and the dimensions listed in its drawing, approximately 8.28mm of the tang broke off. The nail is designed with a groove in its proximal head region intended to allow the lock prong to travel down the nail head after head element insertion, in order to lock head elements rotationally and/or statically. If the locking prong was unintentionally moved down prior to head element insertion, it could have made it vulnerable to breakage. If during insertion the nail was exposed to unintended forces it could have caused the lock prong to unintentionally travel down before head element insertion. Head elements are designed to be inserted as instructed in the tfna surgical technique guide, and if proper procedure was not followed it could have left the subject head element susceptible to being inserted in an incorrect position, which would also cause complications when attempting to lower the lock prong and could have contributed to the complaint condition. Based on the available manufacturing info and reported info, there is no reason to believe that the complaint condition occurred due to a product related issue. The thickness of the tang region is intended to be 0.6-0.7 mm and the thickness of the remaining portion of the tang of the returned nail was measured to be 0.66mm, which is within the design specifications. Review of the DHR indicated that the returned nail and its components were found to be conforming upon manufacture and any damage related to the complaint condition occurred due to post market use. Therefore, the returned part(s) will not be sent for additional material/hardness testing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device returned to manufacturer. A device history record (DHR) review was performed for part # 04.037.264s, lot#: 9890877 (sterile) - 12mm/130 deg ti cann tfna 440mm/right- sterile. Quantity 6: manufacturing location: monument, manufacturing date: 08-sep-2015, expiration date: 31-jul-2025: inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection meet specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9477814, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7840785, 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9869209, 21127 - raw material lot bp-80 lot ¿ 9847947. Raw material was received from perryman company. Certified test report received from perryman, and certificate of test for titanium received from alcoa meet specification. Raw material receiving/putaway checklist meet requirements. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is not provided for reporting. UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the set screw (part of the nail) was discovered to be broken during an intertrochanteric femur fracture repair utilizing a trochanteric fixation nail advanced (tfna) on (B)(6) 2017. The screw malfunction was identified when the surgeon attempted to lock the screw down in the nail. He noticed that a flexible screwdriver handle kept turning when the screw was all the way down. The surgeon then backed out the screw and the nail and put a new nail in. There was a reported surgical delay of fifteen (15) minutes. No fragments were generated. It was later confirmed that the proximal internal locking mechanism prong in the tfna set screw was discovered to be broken. Additional x-rays were required to confirm placement of the new nail and screw. The final construct included the tfna, lag screw and two distal locking screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: flexible screwdriver (part number: unknown, lot number: unknown, quantity: 1). This report is for one (1) 12mm/130 degree ti cannulated tfna this is report 1 of 1 for complaint (B)(4).